Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the system error 105. The reported symptom was observed during power up and caused by a failed motor. The failed motor assembly was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a system error 105 alarm. There was no patient involvement.